Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), recommended oversizing for the contralateral leg component relative to the iliac vessel is approximately 7-25%. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. A follow-up study reportedly revealed the aneurysm diameter had decreased to 45 mm (initial aneurysm measurement is unknown). On an unknown date in (B)(6) 2017, another follow-up study reportedly showed the right common iliac artery (rcia) had rapidly dilated. A distal type I endoleak was also reportedly identified from the contralateral leg component (plc271200j/13494023) implanted in the rcia. It was reported that the rcia had been originally been measured at approximately 20 mm in diameter. The 27 mm contralateral leg component was noted to be oversized, which may have contributed to the issue. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the right internal iliac artery was coil-embolized, and an additional contralateral leg component was implanted for distal extension to the right external iliac artery. The endoleak was resolved and the patient tolerated the procedure.